Event description:
The pt was "shocked by an electric fence"; the fence had 2000 volts of electricity running through it. Following this, the pt experienced a change in therapy effect/increased baseline pain. The pt was at home. His status was "fair". F/u with the hcp was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).